Event description:
The pt had a PICC line placed on 11/27/96. On 11/28/96 in the am the pt noticed blood on the dressing and noted that the PICC line had broken off above the suture site that anchors it to the skin. The pt called for the nurse. The rn clamped the opening with hemostats. The pt denied shortness of breath or chest pain. The physician assessed that the PICC line could be replaced. The PICC line was replaced in radiology later that afternoon. The pt tolerated the procedure well. The pt was discharged on 11/29/96 in stable condition.